Event description:
International affiliate reports that following the injection of cement, the confidence introducer needle broke. The needle broke off at the pedicle interface and is completely encapsulated within bone. There was no adverse pt outcome reported as a result of this event. It was reported that the pt is a multiple myeloma pt with hard sclerotic bone.

Manufacturer narrative:
Depuy spine has requested the return of the introducer needle for eval. A follow up medwatch report will be filed upon receipt of the device and completion of the eval.